Event description:
It was reported that the tecnis toric intraocular lens (iol) rotated 90 degrees following implant of the lens. The doctor went back in and readjusted the lens. The date of event was not provided. No further information has been provided at this time.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Date of event: unknown. Model, catalog, serial number, expiration date: unknown. If implanted, give date: unknown. If explanted, give date: not applicable, to date the lens remains implanted (B)(4) - secondary procedure for lens rotation. Reason for non evaluation: to date, the lens remains implanted. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.